Event description:
Reported false positive flu a, flu b, and sars results. The customer communicated the results were confirmed by another rapid antigen assay.

Manufacturer narrative:
Investigation conclusion: tested 5x returned and retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Analyzer data was obtained and analyzed as part of the investigation. Analysis did not conclude a product performance issue. A review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: could not duplicate with retained and returned devices; unable to determine. Source: email.